Event description:
Boston scientific received information that a low shock impedance measurement was observed on this implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead. Low r-wave amplitude was also noted. The physician suspected that the out-of-range measurement was caused by a fracture of the rv lead but this could not be confirmed. The physician decided to refer the patient to a specialized center for the revision procedure or for extraction of the lead. All other measurements were within normal limits. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
There has been no additional information with regards to the possible revision procedure at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.